Event description:
A consumer reported that several days following an intraocular lens (iol) implant procedure, he experienced blurry vision and a film over his operated eye. The consumer reported he had a laser procedure following the iol implantation. The consumer also reported his surgeon prescribed artificial tears and a steroid drop postoperatively due to try eyes. The consumer reported his surgeon informed him the iol was in the correct position. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).